Event description:
The account alleged that the brake casters on this bed will lock into place but will still swivel. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.